Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was successfully implanted on the anterior/septal (a/s) central position, a second triclip xtw was implanted on the a/s central position. A third triclip xtw was attempted to be implanted on the a2/s leaflets, right after deployment the clip completely detached from both leaflets. The clip was able to be retrieved by snaring the clip. The triclip steerable guide catheter (tsgc) had a broken hemostatic valve port, so the tsgc was removed and a replacement tsgc was selected and an additional triclip was selected and implanted successfully. The final tr was reduced to grade 1. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported broken hemostatic valve port was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.